Manufacturer narrative:
(B)(4): no films or applicable imaging studies provided. Hence, it is difficult to draw any conclusion.

Event description:
It was reported that patient underwent plf surgery at l4-s2 for degenerative kyphosis. Post-op it was found that at between l5 and s1 right side of iliosacral plate was broken. No patient complications were reported due to this event.